Event description:
The user facility reported that during the end of a thrombectomy procedure following IV thrombolysis. While placing the arterial closure system, the plastic from the external part of the involved angio-seal device (the tube used to insert the final device, i.e., the anchor) broke, causing severe hemorrhaging at the puncture site. To prevent losing the artery, I recatheterized the cracked and broken tube with a guide and then placed another angio-seal. Unfortunately, the plastic part dislodged and remained in the common femoral artery, eventually migrating into the deep femoral artery. Conservative measures and actions taken included clinical monitoring, an angio-CT scan of the lower limbs, and consultation with vascular surgery. Immediate hemorrhagic risk was avoided, but the plastic in the femoral artery posed a risk of acute ischemia of the lower limb.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age or date of birth: requested, not provided. A3a: sex: requested, not provided. A3b: gender: n/a. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: interventional neuroradiologist. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample was not available for evaluation, however, based on the available information, the complaint could be confirmed for a detached anchor during device deployment. The exact root cause could not be determined. The likely cause was determined to have been excessive force applied to the tamper tube during collagen tamping, leading to the reported adverse event. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
This report is being sent as follow-up no. 2 to update section d9 and section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 8fr angio-seal device was returned to terumo medical corporation for product evaluation. The returned device included the hemostasis sheath and device packaging. The device was visually inspected and found to have been in unused condition with no visible signs of blood. The hemostasis sheath was found to have been fractured, and the component was also able to be broken in a manner which is consistent with embrittlement due to light exposure. The sample was returned for evaluation and was noted to be fractured and damaged in a way that is consistent with embrittlement due to uv or light exposure. Based on the available information, the complaint was able to be confirmed for hemorrhaging. The exact root cause cannot be determined. It is likely use of the embrittled sheath contributed to the reported hemorrhage and could have been caused by improper storage of the device prior to use. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. A corrective action was implemented.